Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument had a broken cable. The user continued and completed the procedure with no further issues. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 03-mar-2025: there was no patient harm.